Manufacturer narrative:
Results, conclusions: occlusion. (B)(4).

Event description:
During the revascularization to treat the right instent occlusion of the sfa and apop approximately 19.5 months post index procedure one pacific plus pta balloon catheter was used. Outcome of the event is resolved. The following day during the revascularization to treat the stenosis and residual thrombos of the sfa right and instent re-stenosis of the apop right, the pta and deb treatment included a pacific plus pta balloon catheter, non-medtronic balloon, amphiprion deep pta balloon catheter, 2 in.pact admiral paclitaxel-eluting pta balloon catheters and 2 in.pact pacific paclitaxel-eluting pta balloon catheters.

Event description:
Additional information received reported that during the previously reported revascularization approximately 19.5 months post index procedure there was no pta performed using a pacific plus balloon. Pacific plus balloon was used one day later to treat occlusion of the sfa and apop instent right. Patient also underwent rotarex, thrombectomy and lysis to treat this event.

Event description:
The cec adjudicated that the previously reported stenosis and thrombus of the right sfa and restenosis of the right popliteal reported approximately 20 months post index was related to the study device but not related to the procedure.